Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 15.4 mmol/l (277.2 mg/dl) vomiting and high ketones, while wearing the pod on the arm between 36 and 48 hours. Multiple corrections were administered using the pod but the bg levels did not decrease. Upon inspection, it was noticed that the pod had fallen off, dislodging the cannula from the infusion site. At the hospital, the patient was place on an intravenous (IV) line to flush the ketones and a new pod was applied.